Event description:
The facility reported an infusion pump with failure code 810:11. Info was not provided regarding whether or not the failure code occurred during an infusion. The hosp rep stated that there was no report of pt incident since the last baxter service event. Although attempts were made by baxter, details were not available regarding pt demographics, medication involved, or device programming.